Event description:
This lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2011 due to partial fracture and complete erosion of the insulation on the lead. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).